Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed. A field service engineer (fse) found drawer failure was not recognized in either the open or closed position. All drawer cables and sensors were reseated, after which drawer functionality was successfully restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 continued to fail, although it was recovered after a reboot, it failed again the next time it was accessed. Customer stated that sometimes, when it was recovered, the drawer did not appear to be either open or shut. The customer stated that they managed to get the medication from other source that caused a delay in patient care. There were no adverse events or injuries reported based on this event.